Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed that the locking ring and screw could be unscrewed with little resistance and enough loctite was found on both threads. Since the attachment was heated up considerably for disassembly, it is no longer possible to determine whether the screws were tight. It is assumed that both parts were loose which corresponds to the reported event. After all parts were cleaned and screwed together without glue for testing, the clamping system is working again. The most likely cause is attributed to the attachment being used in an unlocked state (with the clamping system not completely locked) which would result in the attachment heating up and that could affect the strength of the screw connection.

Event description:
It was reported that the saw blade can´t be pulled out. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.